Event description:
Two endeavor sprint drug eluting stents were implanted in the lad and one endeavor sprint was implanted in the circumflex artery. Approximately one year post the index procedure the patient was hospitalized due to stroke event ((B)(6) 2012). The investigator has indicated the event was not related to the study device.

Event description:
Patient suffered another stroke event approximately 17 months post the index procedure. It was assessed that this event was not related to the study devices. Three days later patient death occurred and cause of death was stroke. It was assessed that the death was not related to the study devices.

Event description:
Investigator has indicated the patient recovered from the previously reported stroke and was discharged from hospital 4 days later.

Manufacturer narrative:
Evaluation results: 3 inherent risk of procedure ¿ (stroke). Evaluation conclusions: inherent risk of procedure ¿ (stroke). (B)(4).

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (cva/stroke). (B)(4).